Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user¿s blood glucose (bg) was reported as fluctuating with episodes of hyperglycemia. The highest blood glucose (bg) reported was 268 mg/dl, while the lowest bg was 57 mg/dl. Review of pump use revealed that the user sometimes announced meals after eating, overtreats hypoglycemia, and does not accurately count carbohydrates. The ilet bionic pancreas system may have maladapted due to these use patterns, and the user was advised to perform a factory reset and undergo additional training. The reset was completed on (B)(6) 2025, and bg values returned to normal range that evening. No emergency medical services were involved, and no long-term health effects were reported.